Event description:
The hospital emergency room staff used the device to monitor a patient's ECG while administerng external pacing. The code cart (into which the monitor was plugged) was unplugged from ac power prior to transporting the patient to another department. At the time power was disconnected, the monitor allegedly displayed a flat ECG trace. The attending physician began CPR until a backup monitor was connected and it was determined the patient was not asystolic. There were no adverse affects to the patient reported as a result of the alleged malfunction.